Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. A caregiver reported the "low and high glucose alarms did not sound even after correct setting" and therefore customer experienced confusion and a loss of consciousness. No treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection was performed on the reader and damage to the usb port was observed. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. Therefore, the isf (interstitial fluid) log was unable to be downloaded for analysis. This issue is not confirmed to use. A physical investigation will be performed if the reported sensor is returned. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided for the sensor. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. A tripped trend review was conducted for the reported complaint and fs libre sensor and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. A caregiver reported the "low and high glucose alarms did not sound even after correct setting" and therefore customer experienced confusion and a loss of consciousness. No treatment was reported. There was no report of death or permanent injury associated with this event.